Manufacturer narrative:
Lot # :7100725. Lot # :7065907. Expiration date: 9/30/2017. Expiration date: 10/31/2017. Device manufacture date: 3/6/2017. Device manufacture date: 4/10/2017. Bd received two samples and six photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for blood leakage with the incident lot was observed. Tubes were disassembled. The inner tube was inspected for any physical defects that could cause leakage. Water was placed in the removed inner tube there was no leakage. The gate was inspected for any molding defects, none were present. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked in the tubes of a bd vacutainer® plus citrate hemogard 1.8 ml 13x75 mm tube. No serious injury or medical intervention reported.